Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: the target tissue was not cut when the device was fired at the 1st firing. The procedure was not converted. The patient¿s condition is stable. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a robot-assisted low anterior resection, the device was fired spontaneously when it was attempted to be removed from the intestinal tract on the anus side. There is a possibility that an electric knife (ft10) interfered the device. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 04/25/2022 the product was sent to ethicon endo-surgery cincinnati for additional evaluation. Visual inspection and functional testing were conducted on the returned device. Upon arrival in cincinnati pi lab, the device was received with no staples present and an anvil with two cut washers. A clear test skin with a staple line was also received with the device. When the battery was installed, the green checkmark illuminated, confirming that the device was fired and achieved full firing stroke. The device was loaded with staples, reset, and fired into a test skin. Attempts to fire the device with a safety lock on, to replicate the failure, were unsuccessful. The complaint states that the device fired spontaneously when it was attempted to be removed from the there was a possibility that an electric knife (ft10) interfered with the device, which could not be confirmed. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not inadvertently release the red safety or firing trigger until ready to fire the device. Releasing the red safety removes protection from premature firing which will compromise the ability to select the desired staple height. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 03/24/2022. D4: batch # 244a38. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. In addition, the washer was noted to have nicks; this damage is consistent when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. When the battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not inadvertently release the red safety or firing trigger until ready to fire the device. Releasing the red safety removes protection from premature firing which will compromise the ability to select the desired staple height. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.